Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the engine for drawer 1-12 was the source of the issue. The malfunction was resolved by replacing the engine and preventive maintenance was performed by the field service technician. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not initially open when a nurse anesthetist attempted to remove required medication, propofol during a procedure. A second attempt was made, and the user was able to access medication. No other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not initially open when a nurse anesthetist attempted to remove required medication, propofol during a procedure. A second attempt was made, and the user was able to access medication. No other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2021 to 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to faulty mini drawer engines. The drawer engine was replaced. The system functioned as intended after the field service engineer troubleshot the device.